Event description:
A customer reported an issue with the charging port not working. There was no adverse impact to the customer. The customer declined troubleshooting assistance. No additional information was provided.